Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the parts were used for a humerus proximal fracture case. When the surgeon was inserting a locking screw for distal dynamic locking, the screw head got stuck at the tip of the protection would not go through. The surgeon did not notice this incident, and pulled out the protection sleeve from the aiming arm, with which the locking screw was pulled out as well. The surgeon continued by using another protection sleeve, and a locking screw, which was one size larger than the one initially used. When the surgeon removed the locking screw, the pilot hole was deformed and was lacking fixing force. After the operation, when checked the protection sleeve, the tip was found deformed. This was due to this the locking screw had got stuck. There was a patient harm but no in details regarding the situation. There was a report of a thirty minute surgical delay. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Used as no additional details regarding patient harm were provided. A review of the device history records was performed and no complaint related issues were found. An evaluation was performed on the returned device. As per received condition the signs from hammer blow at the tip. Based on the investigation; the complained protect sleeve has shown strong damages at the tip, its looks like hammer blow marks are signs of excessive handling this device. The reliably cannot be determine as to the reason for the damage due to not having received the screw for investigation. It appears that the screw got stuck, about the bur from the hammer blows. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.